Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es reagent lot 6101 on a vitros xt 7600 integrated system. The assignable cause of the event is an instrument related issue. Multiple condition codes had posted on the vitros xt 7600 system around the timeframe of the event. An ortho field engineer (fe) performed service actions on the instrument including cleaning the microwell incubator, cleaning the rings and replacing the wear pad for the three rings. Additionally, the fe replaced the signal reagent tips, checked all the tubes, cleaned the hot plate and the cover for the incubator. Following the initial service actions, the ortho fe performed the irs calibration and all required adjustments. A post service vitros tropi es within run precision test processed on the vitros xt 7600 system yielded results that were within ortho acceptable guidelines indicating that the performance of the vitros xt 7600 integrated system had been returned to expectations following the actions performed by the ortho fe.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin I result obtained from a single patient sample using vitros troponin I es reagent lot 6101 on a vitros xt 7600 integrated system. Patient sample result of 0.079 ng/ml vs. The expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory and the patient was sent to the cardiac unit of the hospital. However, the customer did not report that any inappropriate treatment had been administered to the patient due to the nonreproducible, higher than expected vitros tropi es result. A corrected report was later issued for the patient. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).